Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined there had been read/write errors on six cubies, and the machine had experienced multiple failures and subsequent recoveries. A field service engineer effectively secured a loose row board cable connector to drawer controller board connection drawer 6-1 and 6-2 main stations to resolve the issue. The system functioned as intended after the field service engineer verified the device. A technical support specialist confirmed that there was a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system, had drawer has encountered several malfunctions over the last two weeks. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.